Event description:
It was reported "the red lumen broken when used on the patient right neck." The ICU nurse found the catheter was leaking during hemodialysis. The device was replaced. There was no patient harm or injury. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).